Manufacturer narrative:
Adverse event/product problem updated from serious injury/adverse event to product problem.

Event description:
It was reported to philips that during an ECG when suddenly an error message appeared on the monitor screen. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Update to coding grids problem code, conclusion code, evaluation method code, evaluation results code and component code originally provided on MFR report number 3003832357-2024-00576.